Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that a lead revision is scheduled because this lead is not pacing when required.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed 18 cm distal to the is-1 connector pin deformations of the inner conductor coil. Further analysis of the lead did not reveal any irregularity. Based on the symptoms, it is reasonable to assume that this damage resulted most likely from a tight ligature. The analysis did not reveal any sign of a material or manufacturing problem.